Event description:
During attempts to advance a coronary stent with delivery system to the target lesion site in the pt's saphenous vein graft to the left anterior descendig artery, the protective sheath retracted. The physician then attempted to withdraw the sds and stent as one unit during which the stent dislodged off the balloon catheter and embolized in the are of the aorta. A microsnare was introduced to retrieve the stent. During retrieval attempts, the stent embolized in the subcutaneous tissue of the left groin. No further actions were performed. Several hrs subsequent, cardiogenic shock ensued and the pt expired. The physician did not consider the death related to the attempting stenting procedure.